Event description:
It was reported via literature that dissection, target lesion revascularization (tlr), and distal embolization occurred. A retrospective, single center study was performed to evaluate the three-year clinical outcomes of combining jetstream atherectomy with ranger drug coated balloon (dcb) angioplasty in patients with calcified femoropopliteal lesions. Lesions were classified as severely calcified in 56% of cases and trans atlantic inter-society consensus (tasc) c to d in 54%, with a mean lesion length of 122.8 plus/minus 78.9 mm. Jetstream atherectomy was performed in all cases, with a mean inflation time of 202.9 plus/minus 54.3 seconds at a mean pressure of 7.1 plus/minus 1.8 atm. Pre-dilatation before atherectomy was required in 31.7% of lesions. Post atherectomy, all lesions were treated with ranger dcb. Bailout stenting was required in 4 cases, primarily due to flow limiting dissection or significant elastic recoil. One case of distal embolization required treatment. At 36 months, primary patency was 69.2% and freedom from tlr was 91.6%. Reinterventions were required in 16.0% of patients, mostly via repeat percutaneous transluminal angioplasty (pta). One patient required bypass surgery, and one patient underwent minor amputation.

Manufacturer narrative:
A2-3: patient age, sex: mean age 72.7 plus/minus 9.8 years, 74% male. B3: date of event: estimated based on dates of study. Detailed product and event information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Citation: brunet j, goueffic y, peyre jp, bayet g, dubosq-lebaz m. Long-term outcomes of jetstream atherectomy combined with ranger drug-coated balloon in calcified femoropopliteal lesions: a three-year single-center experience. Catheter cardiovasc interv. 2025 nov;106(6):3355-3361. Doi: 10.1002/ccd.70204. Epub 2025 sep 23. Pmid: 40988352.